Event description:
Stapler failed. It did not staple appropriately when fired, causing bleeding from right adnexa--discovered upon subsequent surgery after pt returned to emergency dept with severe abdominal pain and symptomatic anemia. Acting physician is very dissatisfied with the quality of this device and will no longer use this specific stapler.